Event description:
It was reported that a pocket infection was identified at the patient's follow-up visit approximately 5 1/2 weeks post the patient's device change with an antibacterial absorbable envelope. There were wound concerns, dehiscence on lateral aspect of wound, skin indurated and fixed to lateral aspect of device. The competitor device system currently remains in use and is scheduled for replacement. No further patient complications have been reported as a result of this event. Atrial lead boston scientific flextend 114096 sn: (B)(6) implanted (B)(6) 2011; ventricular lead boston scienlinc reliance sg single-coil 0181 sn: (B)(6) implanted (B)(6) 2011:ICD generator boston scientific momentum el dr dl21 sn: (B)(6) implanted (B)(6) 2011; box change on (B)(6) 2022 - he didn't have a medtronic system reimplanted he had an sicd instead.; date of infection identified: (B)(6) 2022; patient to have system explanted on (B)(6) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).